Event description:
Customer reported he was hospitalized on (B)(6) 2015. Blood glucose at the time of admission was 14 mg/dl. Customer stated he was also hospitalized on (B)(6) 2015 with low blood glucose of 29 mg/dl. Customer stated at the time he had the insulin pump for a week and had not been trained on he sensor and slipped into a low. The drive support cap appears normal. Current blood glucose value is 223 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.